Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the cut line complete? Was the staple line complete?

Event description:
It was reported that during an unknown procedure, the firing knob was broken off at the 4th firing of functional end to end anastomosis. The proximal end of the firing knob was returned with a forceps and the device was released. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the cut line complete? No. Was the staple line complete? No.